Event description:
It was reported that after insertion of the iab, blood was noted in the helium tubing. The pump experienced helium loss alarms. The iab was removed and replaced without any pt complications.